Manufacturer narrative:
(B)(4). Batch number: p55a4d. Investigation summary: the analysis results found that an ecr45w device was returned outside its original package. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. Device history lot: p4r765: the lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. P4r76g: the lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. P55a4d: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. . Additional information requested and received: what part of the packaging was broken (tyvek, plastic/blister, white outer box, etc.)? Sterile packing. Was sterility compromised as a result of the broken packaging? Yes, so the reload could not be used.

Event description:
It was reported that there was packing breakage. Before used on the patient, found the disposable packing was broken. Another like product was used to complete the procedure. There is no report on the patient's injury.